Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that she is unable to sleep or lay on her right side. The patient stated that it feels like hot needles where the device is and that the site feels hot to her. Additio nally the patient stated that if she sits for a long time it is painful because of pressure. The only time the patient reports having relief is when sitting on the toilet leaning against the cool toilet seat lid. The "hot needles" feeling was reported to have started 2 weeks prior to the call and the discomfort when sitting was reported to have began almost immediately and the timeframe associated with this issue coincides with the patient's implant date. Patient status is unknown at the time of this report.